Event description:
It was reported that the ventricular lead was fractured, had high impedance, unacceptable thresholds, and sensing and capture difficulties. The pace/sense portion of this lead was capped and an existing lead which was already implanted was used for the pace/sense function thereby allowing for the high voltage portion of the lead to remain in use. No patient complications have been reported as a result of this event.